Event description:
Baxter reported that a spike was broken during use. The actual sample was available for evaluation. There was no patient injury or medical intervention reported.

Manufacturer narrative:
.